Manufacturer narrative:
Mat# and pmn# identified. At the time of the initial submission they were not known.

Event description:
Implant failed due to a failure to osseointegrate.

Event description:
Implant failed due to a failure to osseointegrate.